Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2004, the pt was implanted with gore excluder bifurcated endoprostheses. On an unk date, aneurysm growth was identified with no evident cause. On (B)(6) 2011, the pt's existing endograft system was relined with three gore excluder aaa endoprostheses. The pt tolerated the procedure.